Event description:
A pt reported experiencing inaccurate erratic results with a induo meter. The pt's blood glucose results were hi and 377 mg/dl. Tests were done within 5 minutes with a difference of 46%. Pt did not experience any adverse events. No further info has been reported.